Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/09/2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver log were not downloaded and reviewed due to continuous initialization. A global receiver functional test was not performed due to continuous initialization. The receiver case was opened for an interior inspection and passed. The reported event of no audio output could not be confirmed due to continuous initialization. A root cause could not be determined.